Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspected noted cuts in the insulation and blood/body fluid in the insulation and the helix housing. The helix was extended and the tip of the helix was intact and undamaged. Detailed analysis noted that the lead passed electrical testing. Laboratory analysis could not confirm the reported clinical observations.

Event description:
Additional information noted that a sensing issue was also seen when it comes to this lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant high pacing thresholds were noted when attempting to position this right ventricular (rv) lead. The physician noted that the lead did not appear to be in good position on fluoroscopy. The lead was repositioned for a third time and good results were noted. The device was connected and good sensing and pacing values were seen. As the pocket was going to be closed the patients' blood pressure dropped and a code was called. The patient's chest was opened and chest tube was inserted which improved the patients' blood pressure. A perforation was confirmed. The lead remains implanted and the device was enabled, the patient remains at the hospital in stable condition with a chest tube in place. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that this lead was replaced and a new lead was implanted. The lead will be returned. No additional adverse patient effects were reported.